Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have been sweating while wearing insulin pump in bra. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window, cracked display window and cracked case at the display window corners.